Manufacturer narrative:
Additional information: a1: patient identifier, d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured january 2025. H11: the actual device was discarded; however, a photograph and a video of the sample were available for evaluation. Visual inspection was performed which identified many bubbles in the tubing; however, a leak was not specifically observed. The bubbles may indicate a leak. The cause of the bubbles could not be determined. Additionally, retention samples were visually inspected and no obvious issue/damage were detected; the samples were conforming per product specifications. The retention samples were also leak tested under water and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the joint on the tubing. The leak was observed during a paclitaxel infusion. The leak was also described as ¿air leaks in the line through the process¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.